Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195 - heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was first partially deployed at a depth of 0 millimeter's (mm) from the non-coronary cusp (ncc) and 0 mm from the left coronary cusp (lcc). Due to the depth being too shallow, the valve was recaptured. After the valve was partially deployed for a second time, an infold was observed on the valve. After a few minutes, the infold was noted to be smaller in size, so the decision was made to fully release the valve. After full release of the valve, a post-implant balloon aortic valvuloplasty (bav) was performed twice with a 22 mm balloon. The patient's condition did not change, so a third post-implant bav was completed with a 24 mm balloon. Improvement was then noted in the patient's condition, and no paravalvular leak (pvl) or abnormal valvular gradient was noted. The procedure was then successfully completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was first partially deployed at a depth of 0 m illimeter's (mm) from the non-coronary cusp (ncc) and 0 mm from the left coronary cusp (lcc). Due to the depth being too shallow, the valve was recaptured. After the valve was partially deployed for a second time, an infold was observed on the valve. After a few minutes, the infold was noted to be smaller in size, so the decision was made to fully release the valve. After full release of the valve, a post-implant balloon aortic valvuloplasty (bav) was performed twice with a 22 mm balloon. The patient's condition did not change, so a third post-implant bav was completed with a 24 mm balloon. Improvement was then noted in the patient's condition, and no paravalvular leak (pvl) or abnormal valvular gradient was noted. The procedure was then successfully completed. No patient complications were reported as a result of this event. Additional information was received that after full deployment of the valve, regurgitation or valvular gradient was noted to be present. No misload was identified during loading of the valve. Per the physician, there were unspecified patient anatomy factors that contributed to the infold. Additional information was received to clarify the regurgitation or gradient after the implant of the valve was mild paravalvular leak (pvl). Per the physician, the patient's severe calcification contributed to the infold.

Manufacturer narrative:
Updated data: b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that after full deployment of the valve, regurgitation or valvular gradient was noted to be present. No misload was identified during loading of the valve. Per the physician, there were unspecified patient anatomy factors that contributed to the infold.